Event description:
Patient received multiple inappropriate shocks due to noise on the rv pace-sense portion of this lead. Device was turned off and scheduled for extraction. Upon visual inspection during extraction, physician saw externalization of conductors. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.